Event description:
During the post-implant follow-up, an x-ray was performed and the right atrial (ra) lead was found to be dislodged and the helix of the lead was found to have retracted slightly from the original implant x-ray imaging. A revision procedure was performed. The ra was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.